Manufacturer narrative:
Zimmer biomet complaint (B)(4). The reported device was not received for evaluation. The reported condition of a loosened and stripped screw was not confirmed. Since product has not been returned, visual/functional inspection could not be performed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the customer that the patient returned a few months after having a new crown placed with the new crown loose. Doctor reported the screw had loosened and was stripped and is requesting a new iunihg screw. Tooth #5.